Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login to the server and received error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, a technical support specialist (tss) reported that the customer informed them there were no issues related to the case that had been created. The customer advised proceeding with case closure and stated that they would contact us if the issue reoccurred. The system functioned as intended after the issue was resolved. D4 & h4: serial number, unique device identifier and manufacturer date not available.